Event description:
It was reported to philips that collimator failed; shutters unavailable error on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the collimator, calibrated the system, and tested it. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).